Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.0 diopter, into the patient's right eye (od) on (B)(6) 2018. The surgeon reports excessive vault, pupil block, elevated iop, and enlargement of or addition of pi. It's reported that on (B)(6) 2018 the lens was explanted. It is unknown as to whether a replacement lens was implanted due to conflicting information reported. Attempts to obtain clarification have not been successful.